Manufacturer narrative:
The customer rejected the estimate. The device was returned unrepaired to the customer, per the customer's request.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes related to the internal battery and the power management board were observed.